Manufacturer narrative:
The complaint sample has not been received for evaluation. Once it has been received and investigated, a follow-up medwatch 3500a emdr will be submitted. Complaint information received from distributor, depuy synthes. Foreign as event occurred in (B)(6).

Event description:
It was reported during an unknown patient procedure that the instrument has fractured. No adverse events, surgical delay nor patient consequence were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was received incomplete at viant for evaluation and the reported event was confirmed. The removable nose was not received with the complaint sample. The chain assembly was broken at the cardan joint nearest the blue knob. The short pins, which were welded to the fork closest to the threaded end as intended, were fractured away from the fork and were not received with the complaint sample. There were several gouges on that same fork that are not consistent with intended use. The long pin/fork weld was still intact. The ratchet key was examined further as there was wear on the lower and upper parts of the ratchet teeth. The amount of wear observed on the upper part of the ratchet teeth was not consistent with intended use. The ratchet key would not be inserted that far down when the offset cup impactor (oci) is assembled properly with the removable nose, as shown in the instructions for use (IFU) sent with this device. This device may have been used without the removable nose, which is not intended. There was resistance when inserting and removing the ratchet key from the oci. Additionally, there was adhesive observed on the chain assembly shaft between the blue knob and the first cardan joint. There was also adhesive observed on the oci body in nearly the exact same spot. It appears that the chain assembly may have been taped to the oci body, potentially during use, which is not the intended use for the device. Other observations: there were some signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; there were a few gouges on the metal handle that are not consistent with intended use as the oci is only meant to be impacted on the impaction plate; the returned complaint sample was etched per applicable drawings. The applicable device history records (dhrs) were reviewed. No discrepancies were discovered. In conclusion, the reported event is confirmed and is attributed to misuse as there were several observations of unintended use throughout the complaint sample. No further investigation is required for this complaint record. D10: device availability updated as device was received. H3: updated to yes. H6: updated device, method, result and conclusion codes.